Event description:
It was reported that noise was observed on the ventricular and atrial channel. During revision, a connection anomaly was noted. Device and associated leads were explanted and replaced. Patient was fine after procedure.